Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was reported that the patient experienced difficulty breathing during the implantable cardioverter defibrillator (ICD) system implant procedure. The patient was intubated and taken to the intensive care unit (ICU) after the procedure. That evening that patient went to dialysis. During dialysis, the patient became hemodynamically compromised resulting in a code situation and death.

Event description:
It was reported that the patient is deceased. It was reported that the patient experienced difficulty breathing during the implantable cardioverter defibrillator (ICD) system implant procedure. The patient was intubated and taken to the intensive care unit (ICU) after the procedure. That evening that patient went to dialysis. During dialysis, the patient became hemodynamically compromised resulting in a code situation and death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.